Event description:
It was reported that a missing piece was detected in the labeling process of the foley catheter. It would be locked in box system with 10 pieces and the box was segregated with the missing one. Per follow up information received on 13-oct-2022, it was a short count.

Manufacturer narrative:
The reported event was confirmed and cause was unknown. Based on the attached photo, it was observed that the number of strip pack is not enough. 1 strip packs are missing from the dispenser box. No visual inspection could be observed or performed as there are only photo attached. However, the exact cause of how and when the problem occurred could not be determined. A potential root cause could be operator error, or distribution center. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "caution: this product contains natural rubber latex which may cause allergic reactions. Sterile: unless package has been opened or damaged. Warning: do not use ointments or lubricants having a petroleum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not desterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a missing piece was detected in the labeling process of the foley catheter. It would be locked in box system with 10 pieces and the box was segregated with the missing one.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.